Event description:
It was reported that the catheter fell out of the patient with a balloon deflated due to water leakage on the day of use. Allegedly, no damage was seen on the balloon.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter attached to a cut portion of inlet tubing was received without the original packaging. No obvious defects were noted and further testing was required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The length of the catheter balloon was measured (0.7705") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advances into the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated due to water leakage on the day of use. Allegedly, no damage was seen on the balloon. The user requested to identify the cause of the water leaked.